Event description:
Lar procedure. Cs29 dlu was attached to flexshaft and calibrated. The anvil was removed and purse-stringed into the proximal bowel. The staple bucket was passed trans-anally. The trocar was advanced and the anvil was attached. The device closed into firing range. The closing sequence sounded loud and abnormal. After the device was fired and the anvil opened the 5mm gap, there was a loud pop. A leak test was performed which revealed a large leak. Manual sutures were applied to complete the anastomosis.